Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4). #1: device material separation v28.0 (needle detached from the la handle): from (B)(6) 2025 to - serious - unknown. #2: needle bent v28.0 (cannual bent): from (B)(6) 2025 to - serious - unknown. #3: no adverse event v28.0 (no harm to patient): from (B)(6) 2025 to - not serious - unknown. Authority report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: reference # (B)(4). This initial non-serious case report was received on 03-apr-2025 from healthcare professional via authority by email. Follow-up #1 was received on 14-may-2025 from the dentist via local affiliate by email. Follow-up #2 was received was received on 15-may-205 from the dentist via local affiliate by email. All the information was processed together. This case is linked to the case (B)(4): same reporter, same device with the same batch, similar incident, different patient. Incident description: the report described device material separation, needle bent which resulted in no harm to the patient with suspected device ultra safety plus twist 30ga short blue handle in an 11-year-old female patient (w: 49.6 kg, h: 161 cm, imc = 19.1) during a surgical extraction procedure. No further information was available regarding the patient. On (B)(6) 2025, while the clinician was administering palatal infiltration with lignospan 2% lidocaine with 1:80000 adrenaline (batch: b33882aa, expiry date: 07-2026) using ultra safety plus twist 30ga short. The needle detached from the local anesthesia (la) handle. The cannula was bent and the lock system detached. The device was discarded. Before the injection, the handle was inserted and twisted / rotated, and the protective sheath was pulled back into the handle. Corrective treatment: new blue needles were used with different batch number. Other information of product: batch: #f52151aa, expiry date: 28-feb-2029. This case is considered serious as the reporter estimated that there was a risk of sharps injury from detachment (other medically important information). Follow up #1: received additional information regarding patient specifics, details of the incident, corrective treatment, status of the patient, etc. Follow up #2: received picture with batch information. Discrepancy noted: dentist said no to, "did you reload the injection device (part a)?" And then said yes to, "if yes, did you use the same handle after reloading?" Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on first available information, the report described device material separation, needle bent which resulted in no harm to the patient with suspected device ultra safety plus twist s in an 11-year-old patient during an extraction procedure. The needle detached from the local anaesthesia handle. The cannula was bent and the lock system detached. Before the injection, the handle was inserted and twisted / rotated, and the protective sheath was pulled back into the handle. No information was provided regarding the application of extreme pressure or sudden movement of patient during the procedure. The event could be a consequence of mishandling by the dentist or quality issue. Pending quality analysis, no final root cause could be determined and use error/abnormal use cannot be excluded. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation, no CAPA is required.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00003. #1: device material separation v28.0 (needle detached from the la handle): from (B)(6) 2025 to - serious - unknown. #2: needle bent v28.0 (cannual bent): from (B)(6) 2025 to - serious - unknown. #3: no adverse event v28.0 (no harm to patient): from (B)(6) 2025 to - not serious - unknown. Authority report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: reference #(B)(4). This initial non-serious case report was received on 03-apr-2025 from healthcare professional via authority by email. Follow-up #1 was received on 14-may-2025 from the dentist via local affiliate by email. Follow-up #2 was received was received on 15-may-205 from the dentist via local affiliate by email. Follow-up #3 (quality investigation report for device) was received on 10-jun-2025. All the information was processed together. This case is linked to the case (B)(4): same reporter, same device with the same batch, similar incident, different patient. Incident description: the report described device material separation, needle bent which resulted in no harm to the patient with suspected device ultra safety plus twist 30ga short blue handle in an 11-year-old female patient (w: 49.6 kg, h: 161 cm, imc = 19.1) during a surgical extraction procedure. No further information was available regarding the patient. On (B)(6) 2025, while the clinician was administering palatal infiltration with lignospan 2% lidocaine with 1:80000 adrenaline (batch: b33882aa, expiry date: 07-2026) using ultra safety plus twist 30ga short. The needle detached from the local anesthesia (la) handle. The cannula was bent and the lock system detached. The device was discarded. Before the injection, the handle was inserted and twisted / rotated, and the protective sheath was pulled back into the handle. Corrective treatment: new blue needles were used with different batch number. Other information of product: batch: #f52151aa, expiry date: 28-feb-2029. Quality investigation results for the devices: in the absence of defect during investigation, and without defective device returned for investigation, the exact root cause of the reported issue could not be determined. This case is considered serious as the reporter estimated that there was a risk of sharps injury from detachment (other medically important information). Fup #1: received additional information regarding patient specifics, details of the incident, corrective treatment, status of the patient, etc. Fup #2: received picture with batch information. Fup #3: quality investigation report received for devices. Discrepancy noted: dentist said no to "did you reload the injection device (part a)?" And then said yes to "if yes, did you use the same handle after reloading?" Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on first available information, the report described device material separation, needle bent which resulted in no harm to the patient with suspected device ultra safety plus twists in an 11-year-old patient during an extraction procedure. The needle detached from the local anaesthesia handle. The cannula was bent and the lock system detached. Before the injection, the handle was inserted and twisted / rotated, and the protective sheath was pulled back into the handle. No information was provided regarding the application of extreme pressure or sudden movement of patient during the procedure. The event could be a consequence of mishandling by the dentist or quality issue. Pending quality analysis, no final root cause could be determined and use error/abnormal use cannot be excluded. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Reprocessed: unk.